Manufacturer narrative:
The device was returned to the MFR for repair and eval. The service record indicates that the device was manufactured on 10/11/1991 and was last repaired on 4/4/2013 for a non-related issue. Eval of the device observed revealed damage to the comb, roller, both hinge stops and latching pins, it was also outside calibration specifications and did not pass test mesh eval. The cause of the reported issue improper handling by the user likely caused the damage to the comb, which most likely caused the customer's reported event. Additionally, improper handling likely caused the damage to the roller, hinge stops and latching pins. The customer did not return any cutters, carriers or a ratchet for eval. The device was serviced and returned to the customer.

Event description:
It was reported that the hospital is having issues with the zimmer skin graft mesher cutter "catching" while rotating. It does not complete the rotation, and is cutting larger, non-symmetrical sections in the graft. There was no pt harm or delay reported, and the procedure was completed.